Event description:
Customer had issues with the avea vent when transitioning patient at cath lab, patient transitioned back to t1, eventually to anesthesia machine. The t1 did not fail - patient decompensated, the ventilator did indicate gas supply failures at times when tank was off or transitioning to wall source. Patient eventually transitioned to an anesthesia machine. As evea was problematic with leak, t1 indicated gas supply failure appropriately, but staff was not confident.